Manufacturer narrative:
This report is being supplemented to provide correction to d5, h6, h10. The inspection found the device has no power due to faulty power unit.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. H4 was reported as (B)(6) 2014. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the was not determined as he unit successfully passed all functional tests, output tests, and electrical safety tests. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, shockpulse-se lithotripsy system, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device had no power. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process it was found that the device had no power, there was an additional finding of the housing had minor cosmetic wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.